Event description:
A davinci 60mm sureform stapler was used during surgery, and the stapler failed to engage into the robot multiple times. The stapler had to be discarded and a new stapler was obtained. Ref# 480460, lot# l11220929.